Event description:
As reported by the edwards field clinical specialist, eighteen months post tavr the patient presented to the physician with symptoms of heart failure. Upon workup, moderate-to-severe paravalvular leak (pvl) was found. The physician elected to proceed with another transfemoral tavr procedure to place a second 26mm sapien valve. The second sapien valve was deployed directly within the existing sapien valve. However, the pvl remained. A third 26mm sapien valve was subsequently deployed within the lower half of the first two valves, with a final result of trivial pvl and no central aortic insufficiency (cai). Following the index tavr procedure, tee reported trivial-to-mild pvl and no cai. However, per the implanting physician, upon review of the original angiogram, it appeared that the valve was placed too aortic and there was more pvl than seen on echo.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the tavr procedure. The edwards training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, per the implanting physician, the pvl related to the first sapien valve was due to the valve being implanted too aortic during the initial tavr procedure (18 months prior to this procedure). Consequently, when the second sapien valve was intentionally deployed directly within the first sapien valve, the pvl remained unchanged. The aortic malposition of the first valve was learned after the angiogram from the initial tavr procedure was reviewed following the procedure to deploy the second and third sapien valves. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.